Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the cooling fan failed due to a malfunction of the internal power supply, and that the main lamp failed due to an increase in the internal temperature lighting the spare lamp. After that, the power to this product could not be turned on, so it is probable that this occurred due to a failure of the internal power supply. The cause of the failure of the internal power supply is likely a failure caused by fatigue caused by long-term use. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "cooling fan was not functioning" could not be confirmed; the cooling fan was verified to function as intended. The reported problems of main lamp went out and loss of power were confirmed; the main lamp was found burned out and a faulty power supply was found, preventing the unit from powering up. An investigation is underway and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp went out and the spare lamp ignited during a procedure and while troubleshooting the problem at a later time, power was lost completely. In addition, it was reported that the cooling fan was not functioning. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. This is report 2 of 2.